Manufacturer narrative:
Operator of device, corrected data: the initial report inadvertently reported the incorrect operator of the device.

Event description:
It was reported through clinic notes that the pt is likely having an increase in seizures. The pt has occasional light seizures about five times per week, but it is noted that the pt is currently off all medication due to cost. The rptr also indicated that the pt may be having more migraines than seizures. On (B)(6) 2011, the pt reported that she had stopped taking her medication about two and a half months prior. It is likely that the increase in seizures is attributed to the pt being off the medication. Attempts for add'l info have been unsuccessful to date. A battery life calculation was performed using the MFR's in-house programming database, and the results were approx 2.91 yrs until eri=yes.

Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2012. The implant card was received which reported the replacement was prophylactic. The generator has been discarded by the hospital, so product analysis cannot be performed.